Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Clarification to section d: patient provided device serial number (B)(4). Reason for reoperation due to "small leak." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "back pain", " itching in the breast" and "is too hard and causes pain", "edema on the side and below breast.", and "small leak." The device remains implanted.